Manufacturer narrative:
Additional information: "a4 - patient weight" has been updated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31017. It was reported that the patient experienced ineffective therapy. X-ray showed that both leads were fractured. As a result, surgery occurred during which the leads were explanted and replaced to address the issue.